Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. The device was investigated by our fse (field service engineer) at the hospital. After the safety valve was replaced the unit passed all tests without generating any more deviations. The evaluation of the returned ventilator device logs could confirm the reported issue. The reported failed subtest during the pre-use check was reproduced by us in laboratory environment, we were however also able to preform the test successfully. It has therefore been concluded that the failure does have an intermittent nature. Our conclusion into this matter is that the cause to the reported failed test, was due to the exchanged safety valve. The device was sent back for clinical service after the investigation at the hospital was finalized, no more issues have been reported since.